Manufacturer narrative:
Block h10: it was reported that there is no allegation against the spy controller.

Event description:
It was reported to boston scientific corporation that a spyscope ds was used in during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2025. During the procedure, the spyscope ds screen reportedly lost visualization and a gray screen came up with dots across the screen after approximately 10 minutes of probing the bile duct. Attempts to restore visualization by unplugging and reconnecting the device were unsuccessful. The procedure was not completed as the patient was an ICU patient, and the physician did not feel comfortable proceeding. Additional information was received on january 16, 2026: the spy ds controller worked as intended therefore there is no allegation against it. The aborted procedure is captured under the spyscope? Ds ii, MDR# 3005099803-2026-00205.

Manufacturer narrative:
Block d4, h4: the complainant was unable to report the upn and serial number; therefore, the unique identifier (UDI) #, manufacture date, and expiration date are unknown. Block h6 (impact codes): imdrf impact code f1001 is being used to capture the reportable event of absence of treatment.

Event description:
It was reported to boston scientific corporation that a spyscope ds was used in during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2025. During the procedure, the spyscope screen reportedly lost visualization and a gray screen came up with dots across the screen after approximately 10 minutes of probing the bile duct. Attempts to restore visualization by unplugging and reconnecting the device were unsuccessful. The procedure was not completed as the patient was an ICU patient, and the physician did not feel comfortable proceeding.